Event description:
A report was received from the affiliated indicating that approximately 10 months post cypher stent implant the patient complained of respiratory discomfort and came to the hosp. X-ray confirmed homeostasis image. Under intra aortic balloon pump (iabp), coronary angiogram (cag) was conducted and thrombus was observed in the 1st and 3rd cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.0x12mm maverick balloon at 22atms for 15seconds. Restenosis was confirmed at the overlapping portion between 2nd and 3rd cypher stents. The following day the patient had not covered from the event and percutaneous cardiopulmonary support (pcps) was conducted. The next day the patient passed away. Postmortem was performed and restenosis was confirmed at the overlapping portion between 2nd and 3rd cypher. Physician's comment: the possible cause of the thrombotic event was because the patient was a dialysis patient and the stents were overlapping at the crush stenting portion. The possible cause of death was due to heart failure.

Manufacturer narrative:
The procedure was an elective case. The target lesion was at the left main to mid left anterior descending and aha5 approx 7 and a second lesion at proximal to distal circumflex 11 approx 13. For the first lesion, the vessel was a de-novo, eccentric, bifurcated, calcified and ostial lesion. Lesion classification was type c. The lesion length was 40mm and vessel diameter was 2.6mm. For the second lesion, the vessel was a de-novo, eccentric, bifurcated, calcified and flexion lesion also a type c lesion. The lesion length was 50mm and vessel diameter was 3.7mm. The second lesion was not predilated. Rotablator was conducted for pre-treatment. The 1st 3.5x18mm cypher stent was implanted at 20atms for 30seconds. There remained stenosis distal to the 1st cypher. For the first lesion, pre-dilatation was not conducted. Rotablator was conducted for pre-treatment. A 2nd 2.5x28mm cypher stent was implanted at 20atms for 30seconds. A 3rd 3.5x23mm cypher stent was implanted at 20 atms for 15seconds proximal to 2nd cypher overlapping it. The first and third cypher stents were implanted by crush stenting. Post-dilatation was conducted with a 4.5x8mm balloon at 20atms for 15seconds at the first lesion and with a 3.0x15mm and 3.75x15mm balloon at 9 atms for 10seconds by kissing balloon technique (kbt). Intravascular ultrasound (ivus) was conducted for both lesions. The residual percent of stenosis was zero percent for both lesions. Timi flow pre and post procedure was iii, respectively. Activated clotting time (act) was not measured. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00171, 9616099-2008-00172 and 9616099-2008-00173. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.